Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer was using fluid column. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Complaint record # (B)(4).

Manufacturer narrative:
Initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer was using fluid column. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.